Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. E1: reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on an intellivue mp30 monitor indicating that, after testing by isq, this device falls outside the parameters of the standard; the monitor shows very high nibp values. It is unknown if the device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
A philips field service engineer (fse) went to the customer site and confirmed the reported issue. The fse replaced the nbp airway kit, nbp assembly, mainboard, and other non-nbp related parts. The device was tested after the replacements, and the device was operational. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was component failure. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. If additional information is received, the complaint file will be reopened for further investigation.